Manufacturer narrative:
(B)(4).

Event description:
It was reported three weeks after the system was implanted, high impedance and loss of capture were observed on the right ventricular lead. The lead was explanted and replaced without any adverse events.